Event description:
It was reported that there is no picture on the monitor of the itrak 3500l system. It was reported that the message "no video input--check cable" was displayed. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Reseated video connectors in the system and rebooted. The system was tested and found to be working as intended and placed into service.